Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. When adjusting the piston position knob, it brings the led light to the center of the screen. The service technician performed minor adjustments and made adjustment to the ddi board.

Event description:
It was reported to vyaire medical that the ventilator "failed on a patient". The customer stated that while in use, the piston centering display went out and he was unable to see the oscillations or center the piston. There was no report of any patient harm associated with this reported event.